Event description:
Patient had to have a revision of hardware because of a failed fusion with healos bone graft substitute. During revision it was noted that there was no bone growth at the site where healos had been placed in the patient. A specimen was sent to histology.

Manufacturer narrative:
A sample was sent ot an independent lab for evaluation. A histological report confirmed that there was no evidence of bone formation. The sample was consistent with healos that appears to contain only blood or blood clot. No bone, fibrous tissue or cartilage is evident in the sample. The patient is a diabetic who had a prior failed fusion. This appears to have been a challenging case and events of this nature can occur, as is stated in the instructions for use (IFU) supplied with the product.